Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons, which will have a negative impact on button function. This situation is not likely to result in an adverse event, as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up/down arrow keypad buttons were found to be intermittently unresponsive. The ok and contrast buttons responded to button presses as expected. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, there was moisture found behind the display screen, inside the pump and flex cable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas and stated after rebooting the pump to clear a call service alarm, the keypad buttons were unresponsive. The patient was reportedly unable to confirm the verify screen. It was noted that the keypad buttons started sticking a few months ago, there was a tear around the up arrow keypad button and that the patient did not report the issue at the time. The patient reportedly wore the pump in a pump case outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.